Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: 00597001802, cruciate retaining (cr) femoral component, precoat size h right, lot# 62428200, MDR: 0001822565-2023-02078. Additional associated products: unk bearing lot# unk.

Event description:
It was reported the patient had zimmer nexgen cr components explanted. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices or photos were received; therefore, the condition of the components is unknown. Review of the device history record identified no related deviations or anomalies during manufacturing. Insufficient information provided to perform a compatibility check. Review of complaint history found no additional related issues for parts search and the reported part and lot combinations. Medical records were not provided. This complaint is not confirmed. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient had implants (femoral, tibial) explanted due to loosening. Articular surface was also revised as the patient was revised to an updated knee implant system. No additional information is available.